Event description:
It was reported that (1) device was used during a laparoscopic myomectomy. It was reported by the affiliate that while the surgeon was completing the procedure, trying to take the samples out, the point of the hdh05 broke and fell into the pt's abdominal cavity. Fortunately it was retrieved from the pt. Another device was used to complete the case with no further consequence to the pt.